Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that an unspecified amount of time following placement of a biliary wallstent, the device spontaneously migrated and passed. The patient had a covered biliary wallstent placed in 2003. A stricture revision was scheduled for 2006. However, during the procedure, the spot film showed that there was no biliary stent present. The physician assessed that the stent spontaneously passed on an unknown date. The event was noted as not serious, mild in severity, and definitely related to the device. The patient was observed and released.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.